Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced persistent hyperglycemia with blood glucose readings above 600 mg/dl while using the ilet device; the patient identified that the cartridge was out of insulin and replaced the infusion set and supplies per guidance, with plans to administer manual insulin and follow healthcare provider recommendations. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting, education, and self-administration of insulin. Investigation included customer support troubleshooting and education regarding infusion site and supply change to ensure insulin delivery. Investigation of this case revealed no observed infusion set leakage or tubing kinks and an unclear cause of the hyperglycemia given the empty cartridge and unremarkable set inspection. It was concluded, based on previously established findings for similar reports, that the cause was unclear.